Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the following is likely to have caused the malfunction: the most probable cause of the complaint was traced to a component failure: significant corrosion was found inside the scope connector and the body control unit, damaging the charged couple device and affecting its function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed a black screen. There was no patient involvement.